Event description:
It was reported that this pacemaker was in a state of radiofrequency (rf) overuse. It was questioned if this device was prematurely depleting. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed there was an increase in power consumption related to the increase in rf communication caused by frequent ventricular tachycardia (vt) episodes. There was a known right ventricular (rv) lead fracture, which was causing noise, oversensing, and numerous inappropriate vt episodes. The patient was not rv pacemaker dependent; therefore, attempts were made to program off the rv lead. The lead was programmed back on due to the patient request, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.